Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that hardware low level failures error was detected. The customer's blood glucose level was unknown. The customer was able to rewind the insulin pump and it did not passed the self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 alarm confirmed in the pump history due to broken trace on keypad assembly.